Manufacturer narrative:
No button error alarm. Unit was received with intermittent act button response due to corroded button keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, broken reservoir tube lip and cracked lcd window. No unexpected frozen screen noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 235 mg/dl at the time of the incident. The customer stated that the act button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time was reset to 12:00 am and button error. There was no clear indication that the time advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.